Event description:
The customer alleged that cidex opa leaked from the inside of the aer system on to the floor. There were no reports of injuries. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found a crack in their disinfectant reservoir tank which was leaking disinfectant. The fse replaced the disinfectant tank to repair. The fse ran an empty test cycle. The fse verified that the system meets specification. The fse reset all parameters to zero and informed customer of reset.